Event description:
Minihip / trinity revision of the cup, head, liner and stem after approximately 5 months due to subsidence of the minihip stem. Please note: the trinity ceramic liner associated with this report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per -3463 final report. The appropriate device details were provided, and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The subsidence was confirmed based on the provided post-primary et pre-revision xrays. It was also noted that the size of the stem was not appropriate and should have been sized up. In order to progress with the investigation of this event, operative notes, patient age and activity level, patient medical history, an update on the patient following revision and whether the patient experienced any trauma were requested. It was reported that the patient did not experience any trauma. However, a post-revision xray was also provided which shows signs of bone fracture. No other information was provided. Based on the available information, the rootcause of this event is external and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distrubutor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history, whether the patient experienced any trauma pre revision and an update on the patient post revision has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. It has been reported that the explanted devices are not available to return for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Minihip / trinity revision of the cup, head, liner and stem after approximately 5 months due to subsidence of the minihip stem. Please note: the trinity ceramic liner associated with this report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.